Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materials coordinator. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the operator went to deploy a 6 french (fr) angio-seal, but the suture was missing. The concern is if the footplate could have been deployed into the arterial system. The patient is being monitored for distal pulses. Blood loss was less than 250 cubic centimeters (cc). There was no patient injury, and no medical or surgical intervention required. A 6 french sheath was used. The event occurred intra-operatively. Additional information was received on 07 feb 2025: the patient is fine. The anchor got stuck in the deployment sheath, so manual pressure was held. The case was a heart catheterization. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion.